Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: the cartridge compartment is damaged near the threads. Returned cartridge cap has no damage and is able to attach to the pump and was used to complete testing. Battery compartment is cracked on the side at the threads. The last basal delivery was on 2016-09-13 21:41. The tdds add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No eaws occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing condition (damaged cap and case) issue. The reporter stated that the patient had a blood glucose (bg) over 600mg/dl with polyuria, polydipsia and moderate ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the reporter stated that the cap was damaged cap was never replaced and cartridge compartment was cracked. This report is being reported due to the bg excursion the patient experienced due to an casing condition issue.